Manufacturer narrative:
The device has not been returned for evaluation. Therefore, the root cause of the reported issue could not conclusively be determined. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the pruitt f3 carotid shunt cca balloon (blue) didn't deflate during a procedure. The procedure was completed successfully. No injury was reported to the patient.